Event description:
It was reported that during an idet procedure the physician encountered more resistance than usual while attempting to place the catheter. The catheter eventually broke off inside the disc. The catheter fragment remains in the pt's disc. No additional complications were reported.